Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons damaged) was confirmed.  Upon investigation the front and rear response button switches were non-functional.  The cause for the failure was contamination on the response button switches.  The response button covers were missing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were damaged.